Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor issue and audio anomaly. The customer's blood glucose levels were 70 mg/dl and 300 mg/dl. The customer reported that the insulin pump had alarms which could not be silenced. The customer reported that the insulin pump motor failed. The insulin pump will be returned for analysis.